Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated that the device hasn't been effective since it was put in. The caller also stated that the device had never been effective. The caller also asked about the use of a 1.2 t MRI magnet, patient services sated that the device was only approved for 1.5 t magnet. The hcp stated that MRI was done because the patient had increased leg pain and had difficulty walking. The patient met multiple time with manufacturer representatives. The patient had gone to the emergency department for increase in pain while in california. The patient consulted with the hcp about a bigger operation than a dcs placement. The patient was recovering from pneumonia and had to go see their general care doctor to ensure they are healthy enough for an operation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.